Event description:
The event is reported as: the applier broke during surgery. No pt injury reported.

Manufacturer narrative:
Method - DHR review performed. Results: other - visual examination revealed cracks at the cap nut of the shaft. These cracks occur at joint line which is formed as the flow fronts flow together during injection molding process. DHR review showed that the correct material and components were used and the product conforms to product specification. Functional testing revealed no anomalies that would point to any events of faulty workmanship during production and the hydrolysis of the material is not optimal. Conclusions: other - material supplier reworked their tools, so injection process was optimized to achieve elimination of flow lines.